Event description:
It was reported that the patient's heart rate was in the 40s. A transmission observed the right ventricular (rv) lead with intermittent t-wave oversensing (twos). The physician noted that the patient's potassium levels were elevated and declined reprogramming suggestions. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.